Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proctectomy with colo-anal anastomosis, when during the stapling of the mausvais tissue, there was a distal and proximal poor staple line. To complete the case, the surgeon uses a different device. There was no patient injury.